Event description:
It was reported that the customer's pump screen was damaged and not responding. There was no adverse impact to the customer¿s blood glucose level. The customer spoke with a specialist to initiate a new order for a replacement and declined a transfer for further troubleshooting.